Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during an assessment of the patient, the device screen began to flash on and off, therefore acquiring a proper ECG was not possible. A second als unit acquired a successful ECG with their device. No negative patient impact was reported.